Event description:
The customer reported no image during an unspecified procedure involving an olympus video system center. The cause is currently unknown to the customer. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.